Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code(s)/wrench code(s)) has been confirmed. The monitor displayed a service code 110. The failure was isolated to contamination on q4 component. The root cause for the contamination was ingress of an unknown contaminant. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.